Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the charging cable was connected to the pump when something ¿shorted out¿. When the pump was checked, the charging cable metal portion had melted into the pump charging port. It was unknown if the melting was related to the charging cable, pump or outlet. Customer continued to use the pump for insulin therapy until the customer receives the replacement pump from tandem as the battery was still charged. Customer¿s blood glucose was 170 mg/dl.